Event description:
The patient had tlif using peek device/infuse bone graft supplemented with posterior fixation. At an unknown time post-op, it was noted that patient had developed "non-union" with some areas of "osteolysis" a revision surgery is planned. It is unkknown if the infuse bone graft contributed to the reported event, but we are filing this MDR out of an abundance of caution.